Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient's ipg was inoperable. In turn, surgical intervention was taken wherein the ipg was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
The device history record (DHR) was reviewed and no issue was found. All units passed functional testing and visual inspection.